Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube in tube occurred before use with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter, "a tube is in the tube."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a tube within another tube with the incident lot was observed. Evaluation/testing of the customer samples was performed and a tube within another tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tube in tube occurred before use with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter, "a tube is in the tube."